Event description:
On 15 may 2019, during a jjvc quality survey, a patient (pt) in (B)(6) reported being diagnosed with an ulcer while wearing acuvue® oasys® for astigmatism brand contact lenses (cl). The pt¿s parent reported that the pt experienced ¿constant discomfort after the second pair of cls, which resulted in an ulcer¿. The pt continues to use cls, but no more than 5 hours per day. No additional medical information was provided. Multiple attempts were made to the pt¿s parent to obtain additional medical information, lot number, and suspect product availability. No additional information has been received. The event date is unknown. It is unknown which eye was affected. Lot number is unknown. It is unknown if the suspect product is available for return. No analysis could be conducted. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. If any further relevant information is received, a supplemental report will be filed.